Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a sureform 45 curved tip stapler with a sureform 45 white reload installed, displayed the following error messages: ¿blade maybe exposed¿ and ¿tissue too thick to continue.¿ the blade was observed to be exposed and the staple firing was not completed. This occurred on the second fire. There were no issues opening or closing the stapler jaws. The case was converted to thoracotomy to manage the situation, and the tissue was ultimately unclamped. The estimated blood loss was less than 500 ml and no blood transfusion was required. It is unknown whether any obstruction (e.g., clips, staples, or other hard material) was present between the jaws or whether the device was fired over an existing staple line. No fragments were reported to have fallen into the patient, and no known patient impact or consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 45 curved tip stapler; however, the failure analysis evaluation has not been completed as of the time of this report. A review of the logs for show a sureform 45 stapler instrument (part#: 480545-06, lot#: k10250828-0138) was installed on the system 2 times and fired 2 sureform 45 white reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful but was followed by a firing failure. The firing stopped. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.